Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence and urinary/bowel disfunction. It was reported that the patient could not get the previous ins system into MRI mode so they met with a manufacturing representative (rep) and it was determined that "it was not working." The healthcare provider (hcp) reports the patient informed them that they have a new system implanted now. Additional information was received from a manufacturer representative (rep). The rep reported that their interaction with the patient was limited to trying to reprogram the patient. They guessed the doctor decided, after a few reprogramming's, that they wanted to get better lead placement and did the revision.